Event description:
It was reported that the procedure was to treat instent restenosis of a proximal left anterior descending artery. A 2.75 x 33 mm xience xpediton was implanted when it was noted that the product was expired. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system, electronic instructions for use states: note the use by (expiration) date on the product label. Based on the reviewed information, no product deficiency was identified.